Event description:
The pump was returned for a damaged keypad. During evaluation, the bolus button was found to be unresponsive. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. The bolus button was found to be unresponsive to button presses. Unrelated to the issue, the keypad was found to be detached. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.